Event description:
Customer alleged the center post and attachment pin tend to waller out and the attachment pin can shear and snap. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that when the seat is adjusted on the power chair the adjustment bolt causes the bolt hole to enlarge. This causes the bolt to be unsecure which will allegedly cause the bolt to shear/snap off. Dealer also stated that the chair becomes unstable and may not turn/drive in the intended direction.